Event description:
It was reported the printer does not work. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) boot up time is slightly longer than normal. Programmer cooling fan is noisy. Printer does not work; printer flex tape going from link electronics module printed circuit board to the printer was not fully connected.